Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the nurse hung a minbag that had a total of 54.06 ml of fluid in it. She programmed the pump and expected the infusion to run over 2 hours (she was using blood tubing). 12 minutes after hanging the medication the minibag was empty. The pump was stopped and taken out of service and another pump used. When we ran a delivered volumes and doses report it looks like the start time was 1524 and stopped at 1545 and a total of 8.54 of fluid absorbed.